Manufacturer narrative:
The investigation is in the process. The valve remains implanted in the patient.

Event description:
As reported by edwards field clinical specialist, approximately 1 year and 11 months post implant of a 23mm sapien 3 ultra valve, a 2nd sapien 3 resilia valve was implanted in the aortic position due to moderate paravalvular leak (pvl). Initially, an attempt was made with balloon valvuloplasty (bav) to resolve the pvl. The pvl did not resolve and a decision was made to place a 2nd 26mm sapien 3 ultra valve to seal the pvl. The pvl was resolved after placement of the 2nd valve. The 26mm valve was successfully implanted and the patient is stable. Per report, the perceived root cause may have been that the valve was undersized.